Event description:
Boston scientific received information that the helix of this right atrial (ra) lead would not extend properly during implant. The lead was removed from the patient's body and inspected. Visual inspection noted body fluids within the helix housing. The lead reimplanted and the helix finally extended after 30 turns. Three weeks later, the lead dislodged. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.